Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house strip testing on strip lot 370106 meets criteria. The product performed as expected. A review of the manufacturing records for lot #370106 did not uncover any non-conformances. Lot met release specifications. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. An attempt was made to submit this emdr on (B)(6) however, the FDA esg website was not operational on that date.

Event description:
Report received of discrepant inratio values. Event occurred in (B)(6). Although there has been no change in medication (including dosage), the customer realized that inratio 2 test results were rather variant: (B)(6) 2016 inratio inr = 3.2. (B)(6) 2016 inratio inr = 1.8. (B)(6) 2016 inratio inr = 1.5. (B)(6) 2016 inratio inr = 2.5. No reported adverse patient sequela.